Event description:
It was reported that the setscrew would not tighten or clamp down on the lead, no matter how much the hcp tried turning it. The hcp tried to get the setscrew back in the hole, but ultimately completed the procedure with another neurostimulator. There was no patient injury, and the patient recovered without sequela. The patient outcome was described as "satisfactory".

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.